Event description:
It was reported that difficulty repositioning the stent delivery system occurred. Vascular access was obtained via right and left femoral artery. The 70-80% stenosed de novo, eccentric, 60-70mm x 12-13mm target lesion was located in the non tortuous and non calcified bilateral femoral vein. Following predilation using a 14-4 xxl balloon catheter, a 14x90/9fr wallstent endoprosthesis stent delivery system was selected for use and advanced to treat the lesion. During the procedure, when the physician tried to reposition the device, significant resistance was met and the device cannot be retrieved. Eventually, they deployed the stent and the procedure was completed by implanting another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the outer sheath was kinked 168mm distal to the t-bar connector. The stent was not mounted onto the delivery system and was not returned to the complaint investigation site for analysis. During the product analysis the investigator was able to advance and retract the outer sheath without any tangible resistance. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that difficulty repositioning the stent delivery system occurred. Vascular access was obtained via right and left femoral artery. The 70-80% stenosed de novo, eccentric, 60-70mm x 12-13mm target lesion was located in the non tortuous and non calcified bilateral femoral vein. Following predilation using a 14-4 xxl balloon catheter, a 14x90/9fr wallstent endoprosthesis stent delivery system was selected for use and advanced to treat the lesion. During the procedure, when the physician tried to reposition the device, significant resistance was met and the device cannot be retrieved. Eventually, they deployed the stent and the procedure was completed by implanting another of the same device. No patient complications were reported and patient's status was stable.